Event description:
It was reported that while using panel phoenix nmic/ID-307 reported a patient isolate of e. Col ID'd as shigella boydii. The following information was provided by the initial reporter: e. Coli was misidentified as shigella boydii.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307 reported a patient isolate of e. Col ID'd as shigella boydii. The following information was provided by the initial reporter: e. Coli was misidentified as shigella boydii

Manufacturer narrative:
H6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of e. Coli as shigella boydii when using phoenix panel nmic/ID-307 (449289) batch number 2308989. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show an isolate identified as s. Boydii. To investigate, one retention panel from complaint batch 2308989 was tested using qc isolate e. Coli 18180 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel from complaint batch 2308989 was tested using qc isolate e. Coli (B)(6)on a phoenix m50 machine and evaluated for identification results. Last, one retention panel from complaint batch 2308989 was tested using qc isolate e. Coli (B)(6)on a phoenix m50 machine and evaluated for identification results. All three panels identified as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed four additional complaints on the complaint batch, two of which is related to this defect and not confirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using panel phoenix nmic/ID-307 reported a patient isolate of e. Col ID'd as shigella boydii. The following information was provided by the initial reporter: e. Coli was misidentified as shigella boydii.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-08-02. H.6. Investigation summary: updated based on return. H.6. Investigation summary: this complaint is for misidentification of e. Coli as shigella boydii when using phoenix panel nmic/ID-307 (449289) batch number 2308989. The customer did not return panels but did provide an isolate and phoenix generated lab reports for the investigation. The lab reports show an isolate identified by phoenix as s. Boydii. To investigate, retention panels from complaint batch 2308989 were tested using qc isolates e. Coli (18180, a25922 and a35218) and the customer returned e. Coli isolate on a phoenix m50 machine and evaluated for identification results. In addition, retention panels from the same material, but different batch number were also tested with the customer returned e. Coli isolate on a phoenix m50 machine and evaluated for identification results. During investigation testing, all panels identified as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed four additional complaints on the complaint batch, two of which are related to this defect and neither have been confirmed. Complaint trending was performed, and no trends were identified associated with this defect.